Event description:
A safety needle was attached to a prefilled medroxyprogesterone syringe. Syringe of medication was lightly inverted up and down several times to mix medication. Syringe was primed, although it was difficult at first to push plunger through the barrel. Once past the initial difficulty, plunger moved freely through the syringe to prime the syringe. Needle was inserted into patient's left deltoid. However, the plunger would not advance through the barrel so medication was not able to be injected. Needle was withdrawn and a bandaid applied over injection site. A new syringe of medication was prepared with a new safety needle and medication was administered in right deltoid without incident.